Manufacturer narrative:
Evaluation codes: preliminary chemistry testing of the returned product was performed at (B)(4) quality control laboratory; all results were within product specifications. Batch record review and retained chemistry analyses have been requested, but are pending. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report through our office in (B)(6) that a female customer reported her daughter experienced a corneal abrasion (unknown which eye) after wearing contact lenses (brand name unknown) which had been cleaned/disinfected with complete double-moist. The patient's doctor reportedly examined the patient and stated she had a scratch on her eye, and changed the brand of contact lenses the patient wore. The patient reportedly continued contact lens wear without discomfort. When she was examined a week later, her doctor recommended that she discontinue using complete double-moist, as her scratch had not yet healed. The patient started using a different lens care product (menicon). One week later, they saw the doctor again, and he reported that her scratch had healed. The doctor stated that the reason it had not healed previously had possibly been use of complete double-moist. However, the reporter and patient want the patient to continue using complete double-moist.